Event description:
It was reported that the ventilator had a leak alarm. The medical staff immediately checked and found that bubbles overflowed from the patient's mouth, the blood oxygen saturation decreased, and hypoxia occurred. The medical staff immediately replaced the endotracheal tube for re-intubation, the ventilator alarm was cancelled, the blood oxygen saturation no longer decreased, and the hypoxia state was improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.